Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels were 393 mg/dl, 440 mg/dl, 475 mg/dl, 421 mg/dl and 358 mg/dl. The customer treated high blood glucose level with injections and continued intake of water. The insulin pump will not be returned for analysis.